Event description:
It was reported that a pt underwent a retropubic sling procedure on (B)(6) 2010. During the procedure, the tape and plastic sheath were inadvertently cut below the level of the skin prior to removing the plastic sheath. The doctor was unable to find the cut end despite enlarging the suprapubic incision and trying to locate it coming through the rectus sheath and was unable to retrieve it from the vaginal site. The surgeon removed the sling as it had loosened during the procedure and reinserted another one, leaving the lost piece of plastic sheath (approximately 5cm in length) in situ.

Manufacturer narrative:
(B)(4) - sheath retained in pt. Conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.